Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with shortness of breath. It was discovered that the device was programmed below the capture threshold, possibly due to left ventricular lead movement. Loss of left ventricular capture was reported but it did not lead to loss of ventricular pacing. Programming changes were made. The patient was stable.